Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. Review of available device data identified possible arrhythmia induction, oversensing of atrial events on the ventricular lead, and loss of capture. Subsequently, the patient was admitted to the hospital for close monitoring. X-ray imaging was obtained and confirmed dislodgement of both the right atrial (ra) and rv leads. Tachy therapy and brady therapy were deactivated to avoid further inappropriate therapy or induced arrhythmias, and the patient was transferred to the implanting hospital. Two days later, lead revision was performed, and this lead was successfully repositioned. No additional adverse patient effects were reported. This rv lead remains in service.